Event description:
Boston scientific received information that high shock impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead through the remote monitoring system. Boston scientific technical services (ts) reviewed the shock impedance trend and noted out-of-range (oor) impedance measurements since implant. Ts did note some myopotential oversensing in a previous episode but the device¿s noise algorithm was able to stop the oversensing. No noise was observed in the shock channel. Ts also discussed the potential causes for the oor impedance measurements including under-insertion of terminal pins, dry pocket or fracture of the lead coils or conductors and suggested further lead evaluation. A synchronized shock was delivered and a low energy and induction tests were performed and impedance measurements were within range. However, the physician decided to reopen the pocket and a loose connection between the device and lead was observed. The lead was reconnected and remains in service along with the device. No additional adverse patient effects were reported. Additional information was received indicating that it seemed the patient had difficulty setting up their communicator which may have been the reason for the time lag between the detection of the first alert and the interrogation date. Ts reviewed the device's logbook and noted several ventricular tachycardia (vt) and non-sustained vt episodes as well as 2 pacemaker mediated tachycardia (pmt) events which was successfully terminated by pmt break feature. Ts also noted that recently, the shock lead impedance has normalized (following commanded shocks) and shows normal values between 52 and 56 ohm.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.